Manufacturer narrative:
Siemens has completed an investigation of the reported event. Investigation results show that the system works as specified. The error mentioned in the complaint was caused by not enough remaining disk space to store the images. The system monitors the storage capacity continuously and the operator instructions clearly describes how to prevent such errors and points out the consequences if the operator doesn't proceed as described. The service engineer went on site and identified the problem. He instructed the customer to keep the database (disk) clear of unneeded patient data and the error did not reoccur. The manufacturer is not considering further actions at this time.

Manufacturer narrative:
Exemption number e2017017. (B)(4). Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation. (B)(6).

Event description:
It was reported to siemens that a malfunction occurred while operating the artis zee ceiling system. During an acute procedure, the user reported that some image series could not be located after acquisition due to insufficient disk space. The patient was safely removed from the system and transferred to an alternate system where the procedure was completed. We are unaware of any impact to the state of health of the patient involved.